Event description:
A nurse from (B)(6) stated that a patient had a hypoglycemic event. The patient's breeze2 meter showed the blood glucose to be 4.4mmol/l while another meter showed the blood glucose to be 2.7mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Further information about the event was not provided. It was asked that the strips be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.the model # was not provided.